Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site on (B)(6)-2021 in order to replace the power management (pm) board as part of a field change order (fco). The fse reported that service was not required as the unit did not contain the pm board which was affected by the fco. No service was rendered. Multiple attempts to retrieve additional information from the customer have been unsuccessful. It could not be confirmed if the customer replaced the pm board to address the reported issue of unit not turning on. No additional information regarding device evaluation and repair could be obtained.

Event description:
It was reported to philips that the device will not power up. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reported that the unit will not power up. The 2 amber led's were lit on the front of the device with ac connected. The customer verified power from the power supply, and with battery disconnected the unit will power up. The customer reconnected the battery and the unit now powers up. The customer inspected the battery connector pins and all are ok. There was 16 volts on battery, with a battery date of (B)(6) 2018. The customer stated that now the device seems to be powering off and on ok. The rse instructed the customer to check the significant event log and stated there were no codes of 10xx or 11xx. The rse dispatched to field for power management board replacement. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.